Event description:
It was reported that the patient had had a botox injection for her bladder on (B)(6) 2013. It was stated that the stimulator then continued to work for half of a day, but then stopped working. It was reported that the stimulator was later turned back on a couple days after the injection.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v802403, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).